Event description:
The patient stated that she received several sensor error alerts. The reported bg at the time of the call was 118 mg/dl. The patient was driving at the time of the alarms. Troubleshooting was performed, and the test plug procedure passed. Advised of the possible causes of the alarm. The patient also stated that the cannula is always bent when removing the sensor. Advised the patient that the sensors would be replaced. Nothing further was reported.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor passed with accurate readings. The cannula was found bent. It could not be confirmed that the customer received the sensor in this condition because the customer returned the sensor opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.